Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customer stated that he changed the battery 4 days ago then he had to change it again and that is when he received the failed battery test alarm. Troubleshooting did not resolve the issue. The customer was advised battery cap will be sent and to monitor the insulin pump and discontinue use of the insulin pump and to revert to the back-up plan until the replacement battery cap arrives the insulin pump will not be returned for analysis.